Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported per medwatch mw5106771 spontaneous. Patient's wife reporting pump giving error 'no disposable tubing found'. Advised to change out tubing. This is pc complaint for tubing only. No patient injury was reported.